Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, e2, and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing in the air/water cylinder, channel, and auxiliary water channel. There was no damage to the area where the foreign material was detected. Therefore, the root cause of the material remaining in the device could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following additional findings : the air/water (aw) cylinder had no color, suction cylinder (s-cylinder) had no color, adhesive around objective lens and light guide (lg) lens had discoloration, adhesive on bending section cover (a-rubber) had a crack, connecting tube was snaking, and the universal cord had a wrinkle. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air/water (a/w) cylinder, a/w tube, and jet tube (j-tube) with foreign material. There was no patient involvement.